Event description:
It was reported that the insulin pump excessively alarmed no delivery during manual prime. It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of 911 call was over 500 mg/dl. Customer was wearing the insulin pump at the time of 911 call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.